Event description:
It was observed that during the device evaluation, the light source exhibited water leaks from the output connector due to deterioration of the pump. There was no patient involved.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause could not be determined. It is presumed that water leaked from the output connector due to deterioration of pump. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.